Event description:
Adult patient presented with weakness and syncopal episode. A d-dimer was performed in the ER and resulted as < 0.27 (negative). The patient was admitted and subsequently arrested and expired the next day. Sometime later, the laboratory became aware of a potential issue with the d-dimer result.